Event description:
It was reported that the graft became stuck in zimmer skin graft mesher and would not pass through the mesher. It was also reported that the screws on the top of the machine were unable to be opened and the skin graft actually remained in the device. The case was completed using an alternate device. No further information was available.

Manufacturer narrative:
The device was manufactured on 06/15/1999 and was last returned to the manufacturer for repair on (B)(4) 2010 for a non-related issue. It was observed that the device had a damaged comb, roller and ratchet. Calibration could not be determined prior to repair due to the comb damage. Damage of the comb and roller could have led to the customer's event. Improper handling could have caused the damage to these components. Customer did not return cutters for evaluation. Damaged cutters could have also led to the event. The device was outside the recommended yearly preventive maintenance period.